Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-21402. It was reported, the patient experienced a csf leak during the trial implant. The patient experienced a headache for which she was given demerol and instructed to lie flat. At the time, the headache resolved. Follow-up identified the patient was hospitalized on (B)(6) 2013 to perform a blood patch due to the headache recurring. The patient's headache has since subsided and is reported to be doing better. The patient is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.